Event description:
It was reported that the customer had an issue with the act button on the insulin pump. Customer stated that the button was no responsive most of the time. Customer has to press it several times for the button to work. Pump was not exposed to moisture and the reservoir tube lip is cracked. Pump was not dropped or bumped. Customer's blood glucose level was 8.9 mmol/l. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, severely scratched lcd window, scratched reservoir tube window, and stained end cap sticker.